Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-15537. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. It was also noted that the right atrial lead exhibited high capture threshold. Programming changes were made in 2014. The lead was only used for sensing after the changes. The patient was discharged post procedure.